Event description:
It was reported that the surgeon was pinning a distal mis cut block on a ltka. We were back stocked on disposable one time use pins so we were using the smooth multi use pins in the miscellaneous tray. While pinning the block, the pin bound up in the cut block making the block unusable. We opened a new mis femoral tibial prep pan and used a new cut block out of it. The same problem happened again. We had to open another mis femoral tibial prep pan and miscellaneous pan for a cut block and new pins. The case continued without any more problems. It caused about a 20 minute delay and was very frustrating for the surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a pin seizing in a tibial resection guide involving a mis distal resection guide lt was reported. The event was confirmed. Method & results: -device evaluation and results: a visual analysis confirmed the event. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: not performed because it is not believed that patient factors contributed to the reported event. -device history review: review of device history records indicates the lot was manufactured and accepted into final stock. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation of past complaints concluded that burrs or debris would get caught between the pin and the resection guide hole causing it to seize. CAPA was opened to determine root cause and effective corrective action. The CAPA team decided that the best corrective action was to change the design of the 1/8" headless pin. Ecn was implemented to add flutes to the bottom half of the pin. The fluted pins, 7650-1038a or 6541-4-003a, will allow the pin to act as a drill bit and clear any burrs or debris located on the inside surfaces of the cutting blocks/guides. The reported pin is contained within the scope of CAPA and ecn.

Event description:
It was reported that the surgeon was pinning a distal mis cut block on a ltka. We were back stocked on disposable one time use pins so we were using the smooth multi use pins in the miscellaneous tray. While pinning the block, the pin bound up in the cut block making the block unusable. We opened a new mis femoral tibial prep pan and used a new cut block out of it. The same problem happened again. We had to open another mis femoral tibial prep pan and miscellaneous pan for a cut block and new pins. The case continued without any more problems. It caused about a 20 minute delay and was very frustrating for the surgeon.